Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed in as nipro is an OEM manufacturing site. Medical device lot: batch 21m22t2 does not exist for material 367282. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced sleeve leakage. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: unfortunately, these are probably inferior butterflies (bd vacutainer safety-lok), which usually leak when the monovettes are reinserted, i.e. Blood leaks out of the needle that is reinserted into the next monovette.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced sleeve leakage. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: unfortunately, these are probably inferior butterflies (bd vacutainer safety-lok), which usually leak when the monovettes are reinserted, i.e. Blood leaks out of the needle that is reinserted into the next monovette.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-06-31. H.6. Investigation summary: bd received (B)(4) samples (19 from each reported lot) for investigation. Five (5) of the samples from each lot were evaluated by visual examination and functional testing, each used to draw 10 blood collection tubes with colored water, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 5 retention samples of each lot from bd inventory were evaluated by visual examination and functional testing, each used to draw each used to draw 10 blood collection tubes with colored water, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.